Event description:
Intermittent electrical fault alarms were reported while the patient was in the hospital post left ventricular device (lvad) implant. Preliminary log files confirmed electrical fault alarms. A driveline connector cleaning was performed per manufacturer's procedure. No prep was required. Upon disconnection of the driveline connector, there was no visible debris seen. Two rounds of cleaning were performed lasting less than approximately 60 seconds. The controller was exchanged. It was indicated that with verification of the repair action solved the problem. There was no reported effect on the patient.

Manufacturer narrative:
The pump and driveline remain implanted and therefore are not available for further analysis. It was indicated that the controller will be returned to the manufacturer; however, it has not been received. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00359 and 3007042319-2015-00360) submitted for devices related to the same event.

Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.